Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired stimulation causing rectal spasm. It was also noted that the patient was having difficulty charging ipg frequently for longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.